Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was a crack on top of right plunger case and cracks on battery door. During occlusion testing, the reported problem could not be duplicated. However, the root cause of the reported issue was found to be normal wear. Motor assembly, worm gear, leadscrew and clutch halves were found little worn out might be causing the motor not running intermittently. Replaced motor bracket, worm gear, leadscrew and clutch halves for preventive. Performed occlusion test which passed.

Event description:
It was reported that there was a plunger related issue. No patient injury was reported.